Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was report of patient death. During the evaluation of the device at the third-party service center foam particles were not found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.